Manufacturer narrative:
(B)(4). An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011, that a customer had an issue with a tumescent infiltration pump. The customer stated that the pump wouldn't pump fluid out. It had been getting slower over the last couple of months, but recently it just stopped moving fluid.